Event description:
It was reported that during a post stent dilatation procedure, the pt experienced severe vasospasm and slow flow. The balloon was removed and it appears to be punctured. Pt status is listed as "okay".